Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a pause episode that presented remotely via merlin.net transmission. Review of the electrocardiogram, confirmed that a false pause episode was due to undersensing. Programming changes were discussed. The patient would continue to be monitored.